Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the battery error message will show up but in self test everything looked normal and the system stayed on when unplugged. Occasionally the main cart would shut down and have to power cycle while plugged into wall power.  There was no patient involvement.

Manufacturer narrative:
Continuation: product ID (B)(6) (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: ups 9735787 main cart s8 svc battery 9735773 48v s8 svc no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.